Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that program 2 on group b is missing. It was confirmed that the patient was only seeing the following settings: group a: program 1 (whole body) and adaptivestim is on, group b: program 1 (whole body) and adaptivestim is on missing program 2, group c: program 1 (left side) and program 2 (right side) adaptivestim is on. The patient noted that he usually uses group b program 1 and program 2. The patient first noticed this issue when he charged his patient controller on the morning of the report. The patient was able to recharge, and then he noticed that program 2 on group b was gone.